Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and peritonitis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient remained hospitalized after the peg-j placement due to a stoma site infection and peritonitis. The patient was treated with unknown antibiotics.

Event description:
On (B)(6)2018 , an abdominal CT was performed, showing a small air configuration and trace fluid anterior at abdominal wall. On (B)(6)2018 , an abdominal ultrasound was performed with results showing around peg tube a small collection abdominal wall max 1-8 cm. On(B)(6)2018 , a crp test was performed with results of 195.

Manufacturer narrative:
Reference record (B)(4). Additional information added to event and relevant tests/laboratory data .